Event description:
On (B)(6) 2003 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed that at least three prongs of the inferenal inferior vena cava (ivc) filter extended into the ivc wall by 5mm.